Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 177mg/dl, 198mg/dl, 97mg/dl. Tests were done 10 mins apart with a difference of 38%. Pt did not experience any adverse events. No further info has been reported.